Event description:
Healthcare professional reported injecting a clinical patient in the intradermal cheek with 3 ml and in the perioral area with 1 ml of juvéderm® volite¿. A month later, the patient experienced non-device related ¿tinea pedis¿ and ¿dermatitis¿ and was treated that day with vitamin e liniment. The events resolved a month later. Three months later, the patient experienced non-device related ¿conjunctivitis¿ and was treated that day with levofloxacin eye drops 0.4 ml. The event resolved a week later. A month later, the patient experienced non-device related ¿fracture of phalanges of fingers.¿ the event resolved 2 weeks later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "bone fracture(s) and fungal infection", deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d4, h4, and h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
No additional info.